Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 413 mg/dl which was treated with 2 units of manual injection. Customer's blood glucose dropped to 42 mg/dl two hours later. Company representative reached out to customer who reported that changes were made to settings by healthcare professional and blood glucose would be monitored. Caller declined troubleshooting and would call back should issue persist.